Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and new 18cm x 12cm ipp cylinder, pump, and reservoir was explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was received that the patient experienced fluid loss.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and new 18cm x 12cm ipp cylinder, pump, and reservoir was explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.